Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s previous implantable neurostimulator (ins) only lasted 2 years when she was told it was supposed to last 5-7 years. It was reviewed that the longevity of non-rechargeable devices is dependent on settings and usage and the patient stated they did not want to have to replace the ins so often. Follow-up was performed but no information was available. Additional follow-up determined that the patient had concerns but was working with their doctor or manufacturer representative. An appointment date of (B)(6) 2015 was noted. This event will be updated if additional information is received.